Event description:
As reported by edwards implant patient registry (ipr), approximately 3 years and 4 months post transcatheter pulmonic valve replacement (tpvr) procedure with a 23 mm sapien 3 ultra valve inside a conduit, the patient underwent a tpvr procedure with a new 23 mm sapien 3 ultra valve. Additional information was provided revealing the original 23 mm sapien 3 ultra valve was implanted within a 22 mm conduit. The valve was fully functioning and there were no issues noted with the valve. The area of the conduit distal to the valve had a covered cp stent which had fractured, creating narrowing/deformation distal to the valve. It was unknown what caused the fractured stent. There was an increase in the pulmonary artery (pa) pressures which were directly related to the narrowing/deformation distal to the valve. As a result, the distal conduit was ballooned and a palmez (non-edwards device) was implanted, covering the entire conduit and the valve. Subsequently, a new 23 mm sapien 3 ultra valve was implanted within the palmez, relieving the gradient to 26 mmhg. It was determined that the post gradient was due to a 23 mm valve size being implanted into a larger adult patient. Prior to the procedure, the patient's symptoms was shortness of breath on exertion with increased right ventricle to pulmonary artery (rv-pa) gradient (45 mmhg).

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the increased gradients that required surgical intervention was confirmed. A review of the device history record (DHR) and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the transcatheter heart valve (thv) was implanted in the pulmonic position. The sapien 3 ultra valve was indicated for native aortic valve and surgical bioprosthetic aortic or mitral valve replacement only. Therefore, this was an off-label operation. As reported, "the patient's symptoms was shortness of breath on exertion with increased right ventricle to pulmonary artery (rv-pa) gradient (45 mmhg)." It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, it was reported that a stent "fractured, creating narrowing/deformation distal to the valve. There was an increase in the pulmonary artery (pa) pressures which were directly related to the narrowing/deformation distal to the valve." It is likely that the fractured stent caused an obstruction in blood flow, leading to increased pressure resulting in increased gradients as reported. As such, the available information suggests that patient factors (blood flow restricted by the pre-existing non-edwards device) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.